Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments. The lead was severed 6.5cm from the terminal end, which is indicative of intentional explant damage. Subsequent testing did not identify any product anomalies based on normal segment resistance measurements. Additionally, the x-ray showed no conductor issues or abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted, and replaced due to conductor fracture. No additional adverse patient effect were reported. This lead was received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted, and replaced due to conductor fracture. No additional adverse patient effect were reported. This lead is not expected for return.